Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis. Reportedly, the main body graft was placed in the abdominal aorta through a 16fr dryseal sheath over an amplatz super stiff guide wire. The proximal neck was not overly angulated (approx. 10-20 degrees). The first stage deployment was commenced and the outer handle and deployment string was removed from the deployment handle. The ipsilateral leg was noted as being constrained at this stage. The physician attempted to cannulate the contralateral gate using a bern catheter and glidewire and it was noted that the contralateral gate had not opened, and appeared compressed, due to which the cannulation of the gate was not achieved. Physician then decided to deploy the ipsilateral leg of the main body to full and remove the deployment handle fully. It was discussed that the deployment handle may have failed and was keeping the contralateral gate closed. To resolve this, an excluder limb was placed in the ipsilateral leg to extend the graft into the right common iliac artery (rcia). The contralateral gate was observed to still be compressed and cannulation using normal techniques failed again. Physician then attempted to come from the ipsilateral side, and after about an hour, using a rim catheter, oscar steerable sheath, snare and various guidewires they were able to cannulate the gate from a retrograde direction (up and over the flow divider) and had a thru and thru wire out of the left sheath. Ballooning was done of the contra gate which partially opened the contralateral gate and allowed a 12fr dryseal to be tracked up from the left side and into the main body to allow a successful deployment of the contralateral excluder limb. Procedure ended successfully with good flow in both limbs.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Engineering evaluation summary: the device evaluation performed by engineering showed the following: ¿ the white outer deployment knob and deployment fiber that release the contralateral leg of the trunk-ipsilateral device were undamaged. No abnormalities were identified on the returned deployment system. Based on the findings from the evaluation of the returned device, the reported difficulty cannulating the contralateral leg could not be confirmed with the available information. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ five radiographic jpeg images provided for evaluation. ¿ no name, date, time stamps, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ jpeg #1608 appears to show attempted cannulation of the contralateral gate. Cannot confirm if the contralateral gate is open or compressed with this projection alone. ¿ jpeg #1612 shows a contralateral leg is deployed. This leg appears to be deployed through the contralateral gate, however, it appears to extend into the location of the ipsilateral limb in the rci. ¿ jpeg #1614 shows a sheath and catheter coming up and over the flow divider of the gore® excluder® conformable aaa endoprosthesis into the contralateral gate side, retrograde. ¿ jpeg #1615 shows a guide wire has cannulated the contralateral gate and is advanced into the lcia. ¿ jpeg #1618 shows a non-deployed contralateral leg or balloon appears to be advanced through the contralateral gate into the lcia. ¿ cannot confirm flow in the limbs without contrast.